Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a tip detachment occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The chronic totally occluded (cto) target lesion was located in the right superficial femoral artery. A truepath¿ was selected for use. During procedure, a 0.014 inch non-bsc guidewire and a non-bsc guide catheter was delivered to the area and before reaching the cto lesion the wire was removed and truepath was delivered. After the power was turned on, the lesion was passed through with truepath and was tried to cross the severe calcification in the distal part. Initially, it was advanced by active mode, but when advancing further from the mid-way, it seems that only the distal tip was advanced to the lesion under fluoroscopy. When the black part of the tip was advanced, it gradually moved away from the x-ray radiopaque marker area of truepath. However, when the wire was pulled the black part still appeared to be connected to the x-ray radiopaque marker area. The process was repeated for several times. However, when the tip was checked after removing the truepath from the patient's body, the tip and outer shaft was found to be detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Updated describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, drive shaft, working length, and tip housing/tip were microscopically examined. There was dried saline on the outside of the shaft of the device. The tip was not detached; however, the coil shaft of the tip was broken, stretched with a portion missing. The tip was jammed inside the housing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the distal diamond coating of the tip looked as if it was separated under x-ray. However, it was confirmed that it was not separated upon removal of the device from the patient's body. All the visible portion under x-ray was retrieved. Patient status was good.